Manufacturer narrative:
(B)(4). The analysis results found that the lx110 device was received in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon functional testing of the device, the instrument loaded, retained and deployed 6 clips as intended. The instrument was fully functional and conforming to our manufacturing requirements. No conclusion could be reached as to what may have caused the reported incident. This report is not intended to deny that you experienced a problem with the device. The batch history records were reviewed and created by external manufacturing that the manufacturing criteria was met prior to the release of the equipment.

Event description:
It was reported that during an unknown procedure, the clips were not forming properly. It was unknown if this was happening on tissue but there was no patient consequence reported. It was unknown how the procedure was completed.